Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d4, d8, g2, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image was not visible on the videoscope due to the noise. The issue was observed during inspection for use. There were no reports of patient harm.